Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The staff nurse reported that when the surgeon began the vitrectomy procedure, the vitrectomy was not cutting. By reducing the cut rate, it worked temporarily then only the aspiration function was working. The product was replaced with another one and the procedure was completed. There was no known harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One probe sample was returned for evaluation. A review of the related device history records for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and it was deemed nonconforming. The needle was bent approximately ten degrees. Actuation testing was performed and it was deemed initially nonconforming. The cutter did not completely close in the port. Aspiration testing was performed and it was deemed conforming. Cut testing was performed and it was deemed conforming. The probe was disassembled and the components inspected. There was approximately twenty minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. The inner cutter was slightly bent. Wear marks were present at the bend area. The actuation test was repeated on the disassembled probe and the test was then found to be conforming. The complaint evaluation did not confirm the probe had a cut issue. The cut performance met specification. The actuation test was deemed conforming after the bent needle conditions were eliminated and the probe retested. The root cause for the probe not functioning at the start of surgery appears to be from the bent needle and bent inner cutter from its surgical use and not a manufacturing issue. A bent needle and inner cutter will cause interference between the two components and result in an actuation failure. (B)(4).